Event description:
During reinfusion of salvaged blood, pt developed shaking chills lasting 10 minutes & developed a fever. Reinfusion stopped. Temperature decreased within one hr after tylenol given. T=384 degrees c, chills x5 min.